Event description:
It was reported that an accelerated rate of battery depletion was noted from this implantable device between follow-up appointments. It was suspected that the battery was exhibiting premature depletion, but this could not be confirmed as the data was not provided to boston scientific technical services. At this time, the device remains implanted and in-service. No adverse patient effects were reported.